Event description:
The customer reported that the insulin pump alarmed an error and had off no power alarms even after changing the batteries several times. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a constant tone and frozen display as a result of a faulty component on the motherboard. Unable to verify the error alarm due to the frozen screen.